Event description:
A low glucose reading issue was reported with the use of an Abbott Diabetes Care (ADC) device. A customer reported receiving unspecified low glucose sensor scan readings and it is unknown whether they noted a trend arrow on the device. The customer did not experience any symptoms and a healthcare professional (HCP) administered rapid-acting insulin and modified it to 4 IU instead of 8 IU. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.